Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. Also returned were three photographs of the intraoperative clip firings. The clip formation could not be evaluated from the photographs. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 2 clips as intended. No malformed clips were noted during functional testing. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the staples were not adequately closing. The clip applier was discharging staples and did not adequately close. The staplers were removed and an alternative was provided. There were no adverse consequences for the patient reported.